Event description:
It was reported that the intermittent telemetry was seen with the merlin programmer. Difficulties were also seen with home transmissions linking up to the device. The device could be interrogated with a 3510p and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.